Manufacturer narrative:
(B)(4). The suspect products are catalog #8675545 and catalog number #8695540. Their lot numbers are unknown. It is unknown which product contributed to the reported event. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event is unknown.

Event description:
It was reported that on (B)(6) 2003, the patient presented with pre-op diagnosis of unstable l1 fracture with cauda equina syndrome and underwent the following surgeries: lumbar pedicle screw fusion with local autograft and posterolateral fusion t12 to l2 . On (B)(6) 2004, the patient underwent the removal of pedicle screw to treat painful spinal instrumentation, status post pedicle screw fixation, thoracic spine. Findings: left superior head of pedicle screw palpable beneath skin and fascia, status post removal. Patient tolerated the procedure well.